Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that following insertion the patient experienced pain and discomfort. It was reported that patient underwent mesh revision/removal on (B)(6) 2017 due to repair or recurrent ventral incisional hernia with painful mesh. No additional information was provided.

Manufacturer narrative:
In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.